Event description:
Gyrusacmi was informed that 2 pts had urinary tract infections after use of this scope. The customer uses a brush and wavicide to disinfect. They have been sterilizing the same way for 20 years with no problems. The pts were cleared of the infections with anti-bodies alone. No other details were given.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.